Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
Approximately 72 hours during ivtm treatment, the thermogard console displayed a mid09 (saline alarm). After inspection, no fluid was observed on the floor, console or patient's bed. Customer suspected that the quattro catheter (lot #88487) may have leaked. The quattro catheter was removed and finished the ivtm therapy. During this treatment the user was not able to clear the mid09 error message. It was noted that the quattro catheter was inserted smoothly into the patient's femoral vein. No patient consequence was reported. Additional information: thermogard console mid09 error message was cleared after next self-test of the console. See MFR 3010617000-2019-00188 for the issue with quattro catheter.